Manufacturer narrative:
Investigation: 1 used sample was returned for investigation. The used sample was subjected to visual inspection and catheter adapter leak test. No leakage was observed from the injection port. The complaint is unconfirmed as no defect is observed on the sample. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port. The following information was provided by the initial reporter: user has placed the cannula vps in the operating room. The injection port has according to his own statement, not been used. After a short time blood escaped from the injection port. The catheter was replaced with a new one.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port. The following information was provided by the initial reporter: user has placed the cannula vps in the operating room. The injection port has according to his own statement, not been used. After a short time blood escaped from the injection port. The catheter was replaced with a new one.